Manufacturer narrative:
Manufacturing date: november 13, 2017 to november 15, 2017. The unit was returned to the plant containing approximately 83 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor under infused. This issue occurred while the device was connected to the patient. When the nurse disconnected the folfusor about one half of the solution was left in the device. The expected infusion time was 46 hours. The folfusor was filled with 4200 mg (84ml) of 5 fu (non-baxter product) diluted with 12ml of g5%. Total fill volume 96ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.